Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 150 units of insulin. Reportedly, the customer loaded cold insulin into the cartridge. There was no reported impact to the customer's blood glucose. Customer declined troubleshooting with tandem technical support.